Event description:
The manufacturer received information alleging a ventilator had pressure issues. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal tubing from the sensor board to the porting block was pinched. The ventilator's tubing will be re-seated to address the issue. The device appears to have been tampered with. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery connector will be replaced to address the issue. Device has been evaluation but the components have not been replaced pending customer approval of the estimate.

Manufacturer narrative:
The manufacturer previously reported a detachable battery cable caused a "service required" alarm condition. The detachable battery cable was returned to the quality assurance laboratory for further investigation. During the investigation, thermal damage to l1 was observed. The thermal damage was isolated to the component.